Event description:
Pt was treated in 2004. During treatment the dr noted a burning smell. Dr inspected treatment tip and noticed tissue and dried blood on membrane. The pt had mild wounds and significant swelling at treatment site.